Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device did not fire for the 3 device reported. For the 2 device the surgeon was able to press the green button but was unable to squeeze the handle. For the 3rd device the surgeon was able to press the green button and squeeze the handle. Another device was used to complete the case. There was no patient injury.